Manufacturer narrative:
There was no known patient involvement. PMA 510(k): the heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number. Sorin implemented a field safety notice for disinfection and cleaning of sorin heater cooler devices. The z number is z-2076/2081-2015. Sorin group (B)(4) manufactures the sorin heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that extensive biofilm was identified in the patient tank of the sorin heater-cooler system 3t. This issue was discovered by a sorin group field service representative during preventative maintenance, so there is no known patient involvement. Photographs of the biofilm were taken and the unit was reassembled and removed from service. The photographs were sent to sorin group (B)(4) for further investigation and the reported issue was confirmed. The customer has decided that they will return the unit to sorin group (B)(4) for deep disinfection. Based on the obvious biofilm in the water circuits of the inspected device, sorin group (B)(4) has concluded that the users have not always followed the cleaning and disinfection instructions according to the current IFU. As corrective action, fsca 9611109-06/03/15-002-c was released to remind our customers about the importance of adhering to the water management and disinfection procedure outlined in the current IFU.

Event description:
Sorin group received a report that extensive biofilm was identified in the patient tank of the sorin heater-cooler system 3t. This issue was discovered by a sorin group field service representative during preventative maintenance, so there is no known patient involvement.